Event description:
This patient came to hospital for retrieval of a portion of a port-a-cath catheter. The catheter was removed uneventfully and sent to the pathology department. The patient's husband has possession of the portion of the catheter. The date of port insertion is unknown as it was inserted at another facility. The brand of port-a-cath is not recognizableinvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, other. Invalid data - on device destroyed/disposed of status.